Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ferritin, elecsys t4, elecsys vitamin d total iii, elecsys vitamin b12 ii, and elecsys tsh v2 results from 24 patient samples tested on the cobas e 801 module. The following are examples of discrepant results: patient sample 1: ft3 iii. The initial result was 6.06 pg/ml. The repeat result was 3.34 pg/ml. The reference range was not provided. Patient sample 2: ferritin. The initial result was 26.8 ng/ml. The repeat result was 43.6 ng/ml. Patient sample 3: t4. The initial result was 21.8 ug/dl. The repeat result was 7.96 ug/dl. The reference range was not provided. Patient sample 4: vitamin d. The initial result was 75.2 ng/ml. The repeat result was 34.8 ng/ml. Patient sample 5: vitamin b12. The initial result was 997 pg/ml. The repeat result was 514 pg/ml. Patient sample 6: tsh. The initial result was 1.82 uiu/ml. The repeat result was 3.12 uiu/ml. The reference range was not provided. The module generated multiple alarms, prompting the patient samples to be rerun. The repeat results were deemed correct.

Manufacturer narrative:
The calibration results were within the specified ranges. The alarm trace had multiple abnormal aspiration alarms and sample short alarms, which can be a sign of poor sample quality. The field service engineer (fse) inspected the module, performed preventive maintenance, and replaced the measuring cells. He also flushed all waste drains with bleach, decontaminated the flowpath, and verified the module's performance with blank cell calibrations and instrument checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.